Manufacturer narrative:
Investigation ongoing, event determined to be reportable due to interruption of blood flow. No harm to the patient due to this incident. Follow up report to be provided upon completion of investigation.

Event description:
During a cardiopulmonary bypass (cpb), an issue occurred with the venous occluder on console ph1004201. While attempting to fill the heart at the surgeon's request, the operator gradually closed the venous occluder. At the moment of trying to stabilize the level, the reservoir suddenly emptied completely, and the level sensor was triggered, preventing further manual control. It was then discovered that the venous occluder was fully closed, despite the screen indicating otherwise. Attempts to reopen it using the "clamp open 100%" and "clamp release" buttons were unsuccessful. The operator had to unplug and reconnect the occluder, after which it restarted and control of the cpb was regained. Additional information: - the carriage test had been successfully completed prior to the procedure. - the occluder's blue led was steady during the incident. - the patient was in the cooling phase, so no clinical consequences resulted.